Event description:
As reported, the black silicone filiform double pigtail ureteral stents do not slide easily over another manufacturer's guide wire. There was no patient involvement.

Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. Occupation: purchasing. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Correction: this report is being sent to indicate the complaint event is not reportable under FDA 21 cfr part 803. As such, this event no longer meets the set criteria for a reportable event; no further reports regarding this event will be submitted. Twelve unopened devices were returned. Inspection of the returned device found that no damage was noticed on the package, three devices were opened and wired with a 0.038¿ wire guide with no issues. The complaint of the stent not sliding easily along a wire guide was not able to be confirmed as customer testimony did not include the use of this lot of devices and the inspection of these devices by cook revealed no issues. Cook has concluded that the cause of the complaint can be attributed to customer dissatisfaction. Event is not reportable under FDA 21 cfr part 803 as it does not meet the criteria for a death, serious injury or reportable product malfunction as there is no indication that the returned devices have an alleged deficiency in identity, quality, durability, reliability, safety, effectiveness, or performance. Additionally, there is no patient involvement as the devices were unopened.